Event description:
On 01/31/2000 the account reported an imx b-hcg result of 93,692 mlu/ml. The physician questioned the result as an ultrasound had confirmed that the pt had an ectopic pregnancy. The sample was repeated and was 1,032 mlu/ml. Account stated that pt treatment was not impacted.